Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21 cfr part 803. Customer not returning and no lot number provided. Product not received at investigation site.

Event description:
In this event it was reported that the ahpbioseal showed resorption requiring retreatment. No patient injury